Event description:
The customer reported that the mainframe gives a communication error. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found a communication error on debug file, but could not duplicate the issue. The voltage on the secondary was at 114 so he adjusted it to 121 volts, flashed the nodes, and reloaded the software. The system operates as intended.